Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: january 16, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned applicator knobs (03.812.004 x 5) were examined and in three instances were found to have retained broken trial or applicator inner shaft proximal coupling heads. The knobs were able to be tested with a returned good trial (03.812.310 lot 9610063) and in each instance were found to function as intended. As the instruments functioned as intended and no visual defects were identifiable, no further investigation will be performed on the returned applicator knobs or the returned good trial. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal fusion from t10 to the ilium, the following events occurred. While the surgeon was working at an unknown lumbar level, the tip of a t-pal trial spacers broke off into the t-pal spacer applicator knob. This event occurred twice. The tip of a t-pal spacer applicator inner shaft also broke off in a t-pal spacer applicator knob. Another part was immediately available for use. There was a 10 minute surgical delay related to the t-pal issues. During initial insertion of a screw at an unknown lumbar level, the tip of a holding sleeve broke off into the screw. The fragment tip was not retrieved and remained implanted in the patient. There was a 2 minute surgical delay related to the screwdriver sleeve issue. The surgery was completed successfully and no further patient harm was reported. The patient outcome was reported stable. No additional information will be available.this is report 8 of 9 for com-156074.